Manufacturer narrative:
Eval summary: the condition of "channel select button on channel b not working" was found during product eval. This assignable cause was not provided, however, to correct the reported condition, the pump head module on channel b was replaced. The device was tested per procedure and returned within specification. This issue is currently being investigated under CAPA.

Event description:
A baxter service technician reported finding a colleague infusion pump with a condition of the "channel select button not working on channel b". This event occurred during product eval. There was no pt injury or medical intervention necessary. No additional info is available.